Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained clonidine [212 mcg/ml] at a dose of 106.33 mcg/day, bupivacaine [19.2 mg/ml] at a dose of 9.602 mg/day, ketamine [159.8 mg/ml] at a dose of 79.82 mg/day, and an unknown brand of morphine [800 mg/ml] at a dose of 400 mg/day. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The representative reported a motor stall occurred on (B)(6) 2017 at 07:26 with no recovery to date via the event logs. No other anomalies were noted in the logs. The representative did not know if the patient had an MRI the day before. Low reservoir alarm also occurred on (B)(6) 2017 according to the representative. Back pain was reported which was why the patient was in the hospital. The patient was admitted to the hospital on (B)(6) 2017. It was unknown when the back pain began. The representative stated the patient was on ¿a couple of narcos¿; the representative stated the nurse told them the patient was on 2 vicodins a day because the patient looked a little odd/obtunded. It was unknown when the patient looked a little odd/obtunded, but the patient was looking okay when the representative saw him the day of report. The representative would determine if the patient had an MRI yesterday and call back if needed. Additional information received from the representative on (B)(6) 2017 reported the patient missed a refill, and the pump was empty. No symptoms were reported a that time. The representative had access to the clinician programmer. The representative stated the patient was in the hospital and missed their refill. No further patient complications were reported. Additional information received from a health care provider (hcp) on (B)(6) 2017 reported there was no motor stall, the pump was operating fine. The representative read the pump, and the motor stall recovered post-MRI while the patient was in the hospital. The patient was re-filled in the hospital. According to the hcp, the back pain might have been caused by the pump needing to be refilled. The patient had missed a refill before the patient was admitted. The patient¿s weight was not applicable per the hcp.